Event description:
The facility's rep reported an infusion pump with a failure code 500. Info was requested by baxter regarding medical intervention and pt injury, medication involved, tubing product code and lot number in use, pump programming and set-up info, the date this report occurred and specific pt info, but no additional info was available. Additional contact info was requested but no additional contact was identified.